Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the field notification letter. Customer's vision is not good, husband stated that the drive support disk is slightly elevated. Customer has been experiencing low blood glucose readings. Customer stated that the insulin pump is over delivering insulin. Nothing further reported.